Event description:
The customer reported a faulty nav-ring. There was no patient involvement.

Manufacturer narrative:
Date rec'd from MFR: 16oct2019. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse replaced the front bezel to address the reported issue. No other abnormalities were confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a faulty nav-ring. There was no patient involvement.